Event description:
Customer reported being unable to test due to "scan again in an hour" message displayed on adc freestyle libre sensor. Customer was seen at the hospital where he was diagnosed with hyperglycemia and treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The type of report (section h2), device evaluated by manufacturer (section h3), and the evaluation codes (section h6) were not captured in the previous submission and have been updated.

Manufacturer narrative:
The reported product is not expected to be returned as the customer reported discarding the sensor. In the absence of returned product an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "scan again in an hour" message displayed on adc freestyle libre sensor. Customer was seen at the hospital where he was diagnosed with hyperglycemia and treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.